Event description:
Patient was revised to address loosening of the cup and dislocation. It was reported that the patient suffered a possible seizure and fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.